Manufacturer narrative:
The reported events of low pacing lead impedance, failure to capture, failure to sense, lead insulation damage, and blood within the lead body were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. A visual inspection revealed the outer insulation and outer coil were compressed at the suture tie location. A test for hi-pot failed and arcing of current was noted in this location. Destructive analysis was performed and verified that the inner insulation was damaged at the suture tie location. The cause of the reported events was isolated to the damaged inner insulation at the suture sleeve tie location consistent with damage due to suture tie down forces.

Event description:
Related manufacturer report number: (B)(4). It was reported that low pacing impedance, loss of capture, and loss of sensing were observed on the right atrial (ra) and right ventricular (rv) leads during the implant procedure. Upon inspection, insulation damage resulting in blood in the leads was observed. The rv and ra leads were explanted and replaced to resolve the event and the patient was in stable condition.